Event description:
It was reported that a vns patient had extrusion of the lead tie-downs in his neck, and was admitted to the hospital. It was attributed to the patient being very frail. There was no infection, and the patient's wound was cleaned, antibiotics were administered, and the sutures were re-done. Additional relevant information has not been received to-date.